Event description:
It was reported that on (B)(6) 2014, the patient presented to the hospital with an acute st-segment elevation myocardial infarction (stemi). The procedure was to treat a left main (lm) fistula/aneurysm that was bleeding into the pericardium. A non-abbott guide wire was placed in the left anterior descending artery (lad), and a balanced middle weight (bmw) guide wire was placed in the diagonal artery. The 3.5x16mm graftmaster was successfully deployed; however, the stented area was not fully sealed. Post-dilatation was performed with a 4.0x15mm nc trek balloon dilatation catheter (bdc) without issue. Additional post-dilatation was performed with a 4.5x12mm nc trek bdc without issue; however, a larger vessel rupture (perforation) occurred. The 3.0x16mm graftmaster was successfully deployed overlapping the previously deployed graftmaster stent; however, the stented area was not fully sealed. No additional treatment was attempted, and the patient was taken to coronary artery bypass grafting (CABG) the same day. The patient has since recovered well and was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw); stent: 3.5x16mm graftmaster. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of perforation is a known observed and potential patient effect as listed in the nc trek instruction for use (IFU). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 3.5x16mm graftmaster referenced and the 3.0x16mm graftmaster referenced are being filed under separate manufacturing report numbers.